Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline , which patient reported chronic breast pain unusual symptoms auto immune issues, everything I ate was making me sick. Tested for about 4-5 years they couldn't find any reason anything, chronic fatigue joint pain in all body numbness hands and feet couldn't sleep, so much body pain, nipples hurt all the time. After a year I got implants went to a doctor for a follow up and they said connective tissue disorder and my bladder was falling out. Patient reported that the issue was diagnosed by the physician as myopia something like that breast pain inflammation. As a result patient had the implants removed on (B)(6) 2019. Patient reported her hand numbness improved after the removal. This report is for the left side.